Manufacturer narrative:
The model and lot numbers were not reported. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information from a customer survey that the physician experienced first loop axium coil herniation occured in approximately 40-50% wide neck aneurysm cases. The physician observed that axium detachment zone area is too stiff and it causes microcatheter kick out from aneurysm. No other information provided.